Manufacturer narrative:
No implants were made available for review as they remain in-situ. Based on review of the x-rays provided, the right s1 set screw disassociated from the construct one week postop. No significant changes were noted upon review of the one month post op x-rays. Operative notes state the set screws were tightened to seaspine's torque specifications. The torque adapters were returned, inspected, and confirmed to be within specification and can therefore be ruled out as a contributing factor. The surgeon and patient do not have any plans to revise at this time and will continue to monitor the patient for pain or indications of required surgical intervention. Review of labeling: possible adverse events: bending, disassembly or fracture of implant and components loosening of spinal fixation implants may occur due to, latent infection, and/or premature loading, possibly resulting in bone erosion, migration or pain.

Event description:
A (B)(6) patient with intractable low back and lower extremity radiculopathy was diagnosed with degenerative scoliosis with vertical stenosis. The patient underwent spinal surgery on (B)(6) 2020 which consisted of seaspine's mariner pedicle screw system from l2-s1. On (B)(6) 2020, seaspine was made aware of set screws loosening in the postoperative period.